Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal-n pd4 extraneal therapies for renal failure chronic. The action taken with dianeal therapy was not reported. On (B)(6) 2012, the consumer contacted baxter (B)(4) technical services and reported the following. On an unreported date, the patient experienced peritonitis and was hospitalized for the event. Treatment rendered was not reported. The outcome of this peritonitis report was not reported.

Manufacturer narrative:
(B)(4). On an unreported date, the patient had a break in aseptic technique. On an unreported date, the patient experienced bacterial peritonitis manifested by peritoneal cloudy effluent, abdominal pain. The cause of peritonitis was an infectious etiology and break in aseptic technique. On (B)(6) 2012, the patient was discharged from the hospital. It was reported the patient has recovered from peritonitis. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.